Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the large needle driver wrist was rolling and could not be used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a large needle driver wrist was rolling and could not be used, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The large needle driver instrument was analyzed and the complaint regarding wrist rolling was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and intuitive motion testing. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional.

Manufacturer narrative:
Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: case start time was 12:59 and end time was 13:46. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scale were not appropriate to the instrument. The observed movement was greater than intended. The instrument did move in the intended direction. The timing of instrument movement was appropriate. There were no shakiness and/or friction experienced/observed. The movement was described as imprecise motion. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was persistent. Instrument was removed and replaced and tagged for repair. Issue was not resolved during the procedure. There was no injury to the patient as result of the event. The device was inspected prior to use, no damage noticed. No photographic image or a video recording of the procedure available for isi review. The approximate time the issue occurred was 13:25.

Event description:
Refer to h10/h11 for follow-up information.